Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion in the severly tortuous, heavily calcified circumflex artery was predilated with a 2.0x15mm sprinter balloon. The physician attempted to place a taxus express2 2.75x28mm drug eluting stent. Significant resistance was met while trying to cross the lesion and the proximal portion of the catheter shaft broke. The broken shaft was removed and exchanged for another taxus stent to complete the procedure. No patient complications were reported.